Manufacturer narrative:
Product event summary: analysis found that the epg failed incoming testing, and the main printed circuit board (pcb) was corroded. Both of the display wires were pinched and corroded, and contamination was found throughout the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not power on. The epg has been returned for repair. The epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.